Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 500 mg/dl at the time of the incident. Customer¿s current blood glucose was 121 mg/dl. Customer treated for high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Customer assisted with performing the high pressure test and result was insulin flow blocked. Customer declined troubleshooting of the low blood glucose. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.